Manufacturer narrative:
. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal 8f hemostatic puncture closure device, was used for hemostasis following the removal of an introducer pin in the femoral artery after a thrombectomy. The device experienced a suture thread breakage beneath the skin surface, resulting in inadequate hemostasis. Consequently, prolonged manual compression was required to achieve hemostatic control. The specific type of procedure remains unknown.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the suture was broken due to excess force during tamping. Excess force can cause damage to the implantable components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).